Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent, abdominal pain, vomiting, and fever coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. It was not reported if the patient was hospitalized for the suspected peritonitis. On unreported date(s), the patient was treated with unknown therapy (route(s), medication(s), dosage(s), frequency, and duration(s) not reported) for the suspected peritonitis. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Additional information: the patient was born on an unreported date in 1958. Additional information: on an unreported date, the patient experienced suspected peritonitis. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.